Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: pacesetter ipg 241-6, implanted date unknown.

Event description:
The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. The patient was listed as deceased since 1994, and no further information could be obtained through follow-up attempts.